Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) for an elevated blood glucose of greater than 500 (mg/dl) and dangerous ketones at the end of may. While in the ER, customer was treated with intravenous insulin. Customer's bg levels returned to target range and the customer was released.